Manufacturer narrative:
(B)(4).

Event description:
It was reported that loss of sensing was observed due to a micro-dislocated lead. An angiography procedure was performed, and subclavian vein thrombosis was noted. Physician elected to leave the lead implanted, as the patient is an elderly. Patient is fine and will continue with normal follow-ups.